Manufacturer narrative:
The device was returned to olympus for evaluation and the origin of the foreign material was unable to be confirmed. The customer's reported allegations of physical defects of the bending section and insertion tube including unusual shapes were confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it was confirmed that foreign material adhered/clogged the light guide lens however olympus could not identify the material. The foreign material may not have been removed because reprocessing could not be conducted properly due to leakage at electrical (el)-connector. Leakage occurred at el-connector. The root cause of this event was unable to be identified. The suggested event was detectable and preventable by handling the scope in accordance with the following sections of the instructions for use (IFU): IFU states the detection method in evis exera ii gif/cf type 165 series operation manual chapter 3 preparation and inspection. In addition to the reportable finding documented in b5, the evaluation findings are as follows: the grip had discoloration, the switch box had a scratch, the air/ water cylinder had no color, the suction cylinder had no color, the water tightness was lost due to deformation of the electrical connector guide pin, the light guide cover glass had discoloration, the suction connector was dirty due to water leakage, the electrical connector was dirty due to water leakage, the connecting tube had buckling, and the universal cord had a scratch. Olympus will continue to monitor field performance of this device.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had physical defects of the bending section and insertion tube including unusual shapes. The device was returned for evaluation. During the device evaluation, foreign material was found lodged in the light guide lens. There were no reports of patient harm or injury. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.